Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error: per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Per the tandem user guide cartridges are only indicated to be filled with up to (B)(4) units of insulin. There was no adverse impact to the customer's blood glucose level. No additional information was able to be obtained.